Event description:
During preparation for an esophogeal ligation procedure, the physician selected a cook 6 shooter saeed multi-band ligator. It was reported that during the setup of the device the tech saw small piece of plastic inside barrel and thought it was a defect. Upon inspection of the device, there was no defect found in the barrel. It appears that during the setup of the device, the first band was deployed accidentally and the plastic piece that the tech observed inside the barrel was the small plastic bead attached to the trigger cord that deployed the first band. Tech opened another of the same device and performed the procedure successfully. The observation was made prior to patient contact; there was no impact to the patient. In addition, the patient sustained no clinical consequence and there were no adverse effects to the patient.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag with an open box and tray from the lot number provided in the report. The label matches the product returned. Only the handle, irrigation adapter, and trigger cord with barrel/band assembly were returned; the loading catheter was not returned. Our laboratory evaluation of the product said to be involved confirmed the report based on the fact that only 5 bands remained on the returned barrel and the sixth band was not returned. Additionally, one of the bands had slightly moved along the barrel, as if it was deploying prematurely. A function test was not performed on deployment of the bands as this occurred prior to use, however, a visual examination of the device was performed. The set up process prior to deployment was executed and all parts operated as expected without premature deployment of the bands. The trigger cord was examined and all twelve deployment beads were present. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The trigger cord was intact and not broken. The length of the trigger cord was measured at between the knots which is within the established tolerance. The handle wheel movement was performed and the wheel functioned as intended. The multi-band ligator barrel was able to be attached onto the end of the endoscope as expected. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. However, a definitive cause for this observation could not be determined because the actual prior to use testing conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.